Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely elevated magnesium result on an alinity c processing module, serial number (B)(6). Through an extensive investigation, the fsr found the seal, water line, syringe, part number c-35016437-01, and filter, water bath, part number c-35016361-01, needed to be replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed a falsely elevated magnesium result for a 44-year-old female patient on an alinity c analyzer. The following data was provided (customer¿s normal range is 0.7-1.1 mmol/l): sample ID (B)(6) initial result, on (B)(6) 2026, was 2.6, repeat result was 0.76 mmol/l. There was no impact to patient management reported.